Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed a rash, redness, inflammation, pimples, blisters, dry skin, drainage, pustules, and a scar under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol and flonase spray. The patient went to urgent care and an healthcare personnel (hcp) prescribed cefpodoxime pills, over the counter cortisone cream, and triple antibiotic ointment for the reaction. The patient applied hydrocolloid bandages to the reaction area which helped with the healing process. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).